Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during post-dilatation of a non-abbott stent implanted in the proximal left anterior descending coronary artery, a 3.5x8mm voyager nc balloon ruptured on the first inflation of 10 atmospheres for 3 seconds. There was no resistance met on advancement or on removal of the device. The balloon was completely removed from the anatomy. The procedure was completed using a non-abbott balloon dilatation catheter. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.